Event description:
The study aimed to evaluate the safety and efficacy of a combination of plug and suture based vascular closure devices (vcd). 17 patients underwent a ventricular arrhythmia (va) ablation and had a prostyle device pre-placed on the vessel. The procedure was continued, and a non-abbott plug was deployed after the va ablation was performed. Post procedurally, the article indicates the prostyle device may have caused or contributed to puncture site bleeding, requiring manual compression. Small hematomas were also observed, but no intervention was performed. The article concludes by stating patients undergoing va ablation via right atrial (ra) access vascular closure using a combination of suture and plug-based vcd is feasible. Details are listed in the attached article, titled "retrograde aortic access for ventricular arrhythmia ablation: a novel plug and suture strategy for vascular closure".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reported through the research article, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effects of hemorrhage and hematoma, are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date ed. D4: the UDI is not known as the part and lot number were not provided. Attached article, titled "retrograde aortic access for ventricular arrhythmia ablation: a novel plug and suture strategy for vascular closure".